Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.

Event description:
It was reported the atrial lead presented with noise at the device follow up. The patient will be brought in for further evaluation, and the lead remains in use. No patient complications were reported as a result of this event.